Event description:
It was reported that the patient underwent a hip revision approximately 38 days post-implantation due to joint dislocation following a fall that occurred within one month of the initial operation. It was noted that the surgeon attempted a closed hip reduction; however, the head and cup separated during the procedure. Subsequently, the surgeon decided to perform an open revision to correct the joint dislocation. It was confirmed that no further information could be provided.

Manufacturer narrative:
(B)(4) d10: ringloc bi-polar 28x45mm item: 11-165214 lot: 67401041 . G2: foreign ¿ taiwan h6: proposed component code: mechanical (g04) - head. The location of the reported device is unknown at this time; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.